Event description:
The customer contacted beckman coulter, inc (bec) to report a burning smell coming from their synchron lx20 pro chemistry analyzer. There was no impact to pt sample results or pt treatment associated with this event. The customer was performing maintenance on the analyzer at the time the burning smell was observed. The customer was wearing a lab coat and gloves at the time of the event. There was no report of exposure or injury to the customer. Medical attention was not sought. The material safety data sheet (msds) was not reviewed by the customer. The facility has a risk management plan in place.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse replaced the power supply and verified repairs per established procedures. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.